Event description:
It was reported that this left ventricular (lv) lead was a case of an attempted implant due to an insulation damage caused by a guidewire that pierced through the electrode portion of the lead and protruded. This lv lead was replaced with the same model and not implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess the lead electrical performance and the inner insulation integrity. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was able to reproduce the reported clinical observations, and detailed analysis revealed abnormalities. The field report observed a punctured hole in the insulation near the tip section of the lead. This damage is consistent with a back-loaded guidewire (inserted through the tip portion of the lead) escaping the lumen.

Event description:
It was reported that this left ventricular (lv) lead was a case of an attempted implant due to an insulation damage caused by a guidewire that pierced through the electrode portion of the lead and protruded. This lv lead was replaced with the same model, not implanted and returned for analysis. No adverse patient effects were reported.